Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that in (B)(6) 2013, the patient¿s implantable neurostimulator was replaced because "it wouldn¿t hold a charge anymore". No further information was reported.